Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. Additional information indicated that the wire breached the lumen and insulation on back loading the wire through the lead. This lv lead was never in service. No adverse patient effects were reported.